Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Section e2 was accidentally check; there are no changes since the last report. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation found the cause to be a damaged cable which caused communication to failed temporarily and the image was not displayed. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer, to correct the event date, and to provide the result of the device evaluation. Updates to section b5, e2, e3, h4 and h6 / correction to section b3. The device was returned to olympus repair center and the customer's complaint was not confirmed. However, a cut in the camera cable was found. Additional information from the customer states the event occurred (B)(6) 2021. The investigation is ongoing. A supplemental report will be submitted if additional information is received.

Event description:
The customer also reported no delay and the procedure was completed. Customer reported no other devices were involved or replaced.

Manufacturer narrative:
The device has been returned to olympus for evaluation and repair. The evaluation has not been completed at this time. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during reprocessing, the hd camera head had no image on camera. There was no harm or user injury reported due to the event.